Event description:
The customer reported the system made a dap calibration. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. This MDR is related to ge healthcare complaint.